Event description:
A ventilator was returned to the manufacturer for service. A patient expired while on the device; however, there was no allegation that the device caused or contributed to the event.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a failure related to the remote alarm connector was observed. The device's interference board was replaced to address the issue. All primary device alarms were found to be operating, as designed, to alert the cavegiver of an event, therefore mitigating the risk of harm or injury to the intended user.